Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the devices' "bearings had gone out." It is known that the device was being used during surgery. It is also known that there was no patient or user injury. It is unknown if there was any medical intervention or surgical delay. The date of event is unknown. There was no additional information provided.